Manufacturer narrative:
(B)(4) - device evaluation to be completed.

Event description:
A 3.0mm diameter x 15mm length integrity over-the-wire (otw) stent was deployed to the right coronary artery. The target lesion in the mid rca was reported to have some tortuosity. During the procedure, it was reported that a leak was detected when inflated to 4 atms approximately midway on the shaft inside the guide. The contrast was flowing from the tip of the guide into the vessel. The stent was successfully deployed and the lesion was subsequently post dilated. The patient is reported to be fine and no clinical sequelae were reported.